Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the emergency room (ER) by ambulance and was diagnosed with blood glucose (bg) values that dropped to 36 mg/dl. The patient was having seizures and lost consciousness. For treatment, the patient was given fluids by the paramedics. The pod was worn longer than 48 hours on the abdomen. The pod was discarded and the patient was discharged after 7 hours.

Manufacturer narrative:
Inspection of the device found no issues capable of causing an overdelivery of insulin.